Event description:
A surgical technician reported that an intraocular lens (iol) was exchanged due to a refractive surprise and the patient reporting glare. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided which indicated the account used an approved cartridge, handpiece and viscoelastic. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusions: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 06/20/2011 and 07/01/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).